Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that the patient was scheduled for a brain and cervical MRI. The patient was able to turn the device off, but when he turned it back on, there was a ¿call doctor¿ message but they did not recall what three letters or numbers was displayed. MRI guidelines were reviewed. There were no further complications reported or anticipated. There were no further complications reported or anticipated.